Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer leaned against the pump at work causing the touch screen to shatter. The pump became non-functional for the delivery of insulin. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.